Event description:
Pt retained foreign body in left forearm following retrieval of angioplasty catheter. The pt was transported to surgery. The catheter was identified and retrieved with no further complication. The pt tolerated the procedure well. Pt was transported to the recovery unit and was later released.